Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys total psa immunoassay result for one patient from the cobas e 411 immunoassay analyzer. The initial result was 0.033 ng/ml and was reported outside of the laboratory. The result in another laboratory was 12 ng/ml. On (B)(6) 2018, the original sample was repeated and the result was 13.15 ng/ml with a data flag and was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 291528. The expiration date was provided as "mar-2019".

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided data, a general product problem was excluded.